Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. The pt was ambulated after 6 hours of bedrest (which is in accordance with the instructions for use); however, as the pt was ambulating, arterial bleeding was noted from the puncture site. The pt was returned to bed, and manual pressure was held for 20 minutes. Hemostasis was again achieved. Following this episode, tthe pt was noted to have good pulses and no evidence of hematoma.